Event description:
Caller reported an alarm 2 followed by alarm 26, indicating a recurring occlusion event. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl or read ¿high¿ on the cgm. The customer resolved the issue by changing the infusion set and cartridge, and resumed insulin use. Additionally, cts transferred the caller for further assistance due to the frequent occlusion issues.